Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that increased threshold was previously noted. At a recent follow up, loss of capture was observed. The lead was explanted and replaced. Patient condition after the event was stable.